Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump "froze up". No further information was provided. Animas made multiple attempts to follow up with the patient but were unsuccessful. This report is made based on the allegation of the pump freezing issue.